Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the returned device identified broken shell and yellow particles on the shell. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified a sharp broken edge on the posterior. A dimensional measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment was a sharp broken edge on the posterior assessed as unidentified (tear) opening.

Event description:
Explanting surgeon reported a left side "broken" device. The device has been removed.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation due to "broken." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Explanting surgeon reported a left side "broken" device. The device has been removed.